Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Upon further investigation it was discovered that the medical device report for this condition was documented in manufacturer report number 6000001-2010-03496.

Event description:
Customer reported a set that was found leaking from the check valve more than an hour after the IV was started. The reported condition occurred during patient use. All connections appeared to be secure. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
Samples have been discarded by the customer; therefore a baxter evaluation will not be performed. Lot number is not known; therefore a batch review cannot be performed. (B)(4).